Event description:
Device 1 of 2. The pt received 2 scs trial leads with different lot numbers. Reference MFR report: 1627487-2012-03342. It was reported, the pt began experiencing painful shocking sensations when turning on her mts after falling. Due to the fall, the pt was rushed to the emergency room, treated for bleeding in multiple places, and was later released the same day. It was also reported, the pt lost stimulation in her pain pattern after the fall. A sjm rep was unable to resolve the issue with reprogramming, which caused the pt to receive abdominal stimulation. The physician determined there was enough time to evaluate the pt's relief from the trial system. Subsequently, the physician removed both scs trial leads and scheduled the pt for a permanent procedure. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.